Event description:
Reporter indicated that depression study pt developed horner's syndrome after vns implant. It was reported that the event was mild and was not related to stimulation, but was definitely related to implantation. No intervention has been taken to date. It was also reported that the pt has experienced constant hoarseness since implant surgery, for which pt had been referred to speech therapy. The hoarseness is also reported to be mild and not related to stimulation, but definitely related to implantation, investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis.